Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting an alarm 77 (non-recoverable system error chiller water temperature sensor out of range ¿ high resistance). Discussed this was indicative of a failed t4 thermistor and would need a tank harness replacement. They stated no loaner was needed and they already had packaging equipment to return the device in. Per sample evaluation results on 01nov2024, it was reported they installed test circulation pump to fill during decon.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be reproduced during evaluation. The device was evaluated upon receipt. Installed test circulation pump to fill during decontamination. Not filling was unconfirmed on service floor circulation pump had no issues. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting an alarm 77 (non-recoverable system error chiller water temperature sensor out of range ¿ high resistance). Discussed this was indicative of a failed t4 thermistor and would need a tank harness replacement. They stated no loaner was needed and they already had packaging equipment to return the device in. Per sample evaluation results on (B)(6) 2024, it was reported they installed test circulation pump to fill during decon.